Event description:
Caller reported triage troponin I (tni) results that were negative or gave lower results than their laboratory instrument when performing a correlation study. A customer was running a 6 month correlation study between their laboratory instrument and triage cardiac tni kit. Customer stated that the laboratory saved any samples that tested positive on their laboratory instrument. The correlation study was performed using frozen samples. Three different triage meters were used in the study. The data from second meter, sn (B)(4) is included on this MFR report. The data from the first meter, sn (B)(4) is included on MFR report #2027969-2013-01083 and data from the third meter, sn (B)(4)is included on MFR report #2027969-2013-01085.

Manufacturer narrative:
Customers complaint was not replicated with in-house retain testing on w53534. Calibrator testing met final release specification. No samples were returned for testing, unable to determine root cause of complaint. As of (B)(4) 2013, there are no similar complaints against w53534. The device lot is now past expiration. Expiration date of 11/25/2013.